Manufacturer narrative:
The complaint is confirmed. One unpacked 1267-000 125° radiolucent targeting arm batch 130079 was received for evaluation. Visual inspection noted that the impactor protector silver ring was missing. Laser marks are faded. Damage was observed all around the device. A functional test with a trochanteric nail found the jig misaligned. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On 08/28/2023, it was reported by a sales representative via sems-06016727 that a 1267-000 targeting arms distal hole on the jig was not lining up on the short nail. This occurred during a hip orif, where the drill was skiving anteriorly. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.